Event description:
Procedure: hernia repair/tep. Pt sex: unk. Reportedly, while using the device air leaked from the balloon. Another device was used to complete the procedure and no pt injury was reported.